Event description:
A customer reported an issue with the cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various parts of the pump and clean the pneumatic tap area. After following the guidance, the customer was able to reload the cartridge and successfully resume insulin therapy.